Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an arteriogram of the lower extremity contralateral procedure, the physician was removing the flexor high-flex ansel guiding sheath from the patient; who had a very tortuous groin. During the attempted removal, the coating separated. The device was removed completely with no harm to the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). **** event evaluation **** one kcfw device was returned in a used and damaged condition. A review of the instructions for use (IFU), complaint history, trends, quality control and a visual examination was conducted during the investigation. Upon visual inspection of the returned complaint device, the sheath shaft appears wrinkled just proximal to the point of separation. The distal portion of the sheath shaft is wrinkled as well. The point of separation is approximately 18.2 cm from the check-flo valve with the distal portion measuring 36.5 cm. The exposed coil measures about 2 cm long due to stretching. The coil spacing was verified to have the correct number of coils visible within a 3/8"" window, and the coil spacing appeared even throughout the sheath. Per quality control specification, there is a 100% inspection of the sheath, confirming the surfaces of sheath and dilators are free of excessive dents, bumps or scratches. There is no evidence to suggest that the device was not made to specification. The provided instructions for use (IFU) lists a warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Also, the steps for removal of the sheath include, "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." The definitive root cause could not be determined, however, it is likely the patient's anatomy contributed to the failure upon removal of the sheath. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Quality engineering risk assessment was used to assess the risk of the sheath shaft separating. The risk remains acceptable, so no further actions are required at this time.

Event description:
During an arteriogram of the lower extremity contralateral procedure, the physician was removing the flexor high-flex ansel guiding sheath from the patient; who had a very tortuous groin. During the attempted removal, the coating separated. The device was removed completely with no harm to the patient. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.